Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 6.2-7.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).